Manufacturer narrative:
The device history review showed no related mfg issues and no complaints of similar nature.

Event description:
The catheter was placed 2/6/97 via the right subclavian vein. 9/29/97, cracks and leakage were found on the right and left lumens. The catheter was removed and replaced on 9/30/97.